Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the sixth and last firing of the stapler, with a green reload, buttressing material, the doctor was firing on the cardiac notch at the gastroesophageal junction, separating the specimen from the sleeve and the staples didn't form on the distal end of the reload. No additional firings were needed. There were no patient consequences reported.